Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display when powered on. `white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. &#1288;ere was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the ui pcb assembly and confirmed that it was the cause of the reported issue; however, further component level cause could not be determined. Physio observed that the ui pcb caused the test device to lock-up while attempting to boot-up, and had a white display. The removed sc pcb assembly was an ancillary part and there was no failure.